Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, the patient experienced timi flow degradation. The 95% stenosed and 12mm long target lesion was located in the proximal left circumflex with a reference vessel diameter of 3.5mm. The target lesion was pre-dilated and treated with placement of a 3.5 mm x 16 mm ion stent, resulting in 0% residual stenosis following post-dilation. Timi flow degradation was noted after the deployment of the stent. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).